Event description:
The customer's home health nurse reported that the lot number on the test strip does not match the lot number on the foil wrapper. In addition, the customer experienced symptoms of hypoglycemia and the paramedics were called. The customer was treated with a shot to bring her sugar up and juice. The customer was not transported to a health care facility. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.